Manufacturer narrative:
The investigation conclusion code was updated. As no product was received for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
We received an allegation of discrepant results with a coaguchek xs pst care kit. The initial result was 3.5 inr. The test was repeated using a new finger and the result was 2.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr and tests monthly.

Manufacturer narrative:
Section e3: occupation is patient/consumer the coaguchek xs meter serial number was (B)(6). The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The meter was received for investigation and tested using retention strips and controls. The test strips were not returned. Testing results (qc range 2.3 ¿ 3.5 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot and qc lot. All results were without error messages.